Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2017-05423. The reported event was confirmed from x-rays received. X-ray review report from (B)(4) state that the femoral stem component is fractured at the stem junction and there is mild posterior angulation ("flexion") of the femoral condylar component. Heterotopic ossifications appear present anterior and posterior to the knee joint. No devices were received; therefore the condition of the components is unknown. The photographs provided show the explanted femoral component. No further evaluations could be made from the pictures provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent and initial right knee procedure. Subsequently, the patient was revised due to an implant fracture. X-rays received noted heterotrophic ossification. No additional information is available at this time.